Event description:
It was reported that patient received inappropriate therapy due to noise. It was noted that the patient had fallen out of bed previously. Since then, several episodes were noted in device memory.

Manufacturer narrative:
A fracture of the sensing coil was found at 7.8cm from the connector pin consistent with fatigue and resulted in intermittent sensing coil continuity. This fracture is consistent with the observation from the field of noise due to a sensing anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.